Manufacturer narrative:
This follow-up is being submitted to relay additional information. The complaint cannot be confirmed as no product or photos were received. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after a knee arthroplasty procedure, the patient suffered from a fracture of the patella implant. Attempts have been made and no further information has been provided.